Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test 23.8 and 20.3 psi occurred during preventative maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test 23.8 and 20.3 psi" was not reproduced. Downstream occlusion was tested with results: 10.6psi 10.1psi 10.2psi, all passing range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.